Event description:
The device was returned to the service center for a report from the customer contact that the device needs an unspecified repair. During verification testing at the service center, the device was received with the regulator closer not snapped into position on its mating post on the mechanism chassis and the regulator opener was disconnected. A visual inspection found the regulator closer was seated in front of the chassis post. When the device door is closed, the regulator opener opens the cassette flow regulator and when the device door is opened, the regulator closer closes the cassette flow regulator. During the unrestricted flow test when the secondary line was clamped, and the cassette door was opened, fluid was observed flowing from the end of the distal tubing. In addition during testing the fluid shield was found dislocated from the chassis. The probable cause for the regulator closer not being properly seated was that during the installation of fluid shield, if the fluid shield tab is not aligned properly, it will push the regulator closer and cause the regulator closer to disengage from the chassis post. Upon closing the door lever, the regulator closer will dislodge and move to the front of the chassis post. As the regulator closer is not snapped into position on its mating post on the mechanism chassis, the cassette flow regulator will not be closed resulting in free flow when the device door is opened.